Event description:
The customer stated that she called paramedics because her husband had a headache and was feeling weak and dizzy. Paramedics tested his glucose using their meter (brand unk) and received a reading of 31 mg/dl. A comparison test was performed using the customer's contour and that reading was 76 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. Paramedics treated the customer's husband with i.v. Glucose. The customer stated that her husband was feeling well at the time of the call. The test strips and meter were returned for evaluation. A new contour meter kit was sent to the customer.

Manufacturer narrative:
The qa lab found the returned test strips to read and average of 5mg/dl high, out of specification. Performance was satisfactory using iqa retention sample.